Manufacturer narrative:
G4:30dec2020. B4:31dec2020 . The field service engineer (fse) confirmed the touchscreen needed to be replaced. The fse replaced the touchscreen and the performed testing which all passed. The issue is resolved and the ventilator has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
The customer reported the touchscreen is not working. There was no patient involvement.